Manufacturer narrative:
Based on the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs to continuously improve co's products.

Event description:
During a laparoscopic cholecystectomy procedure it was reported by the affiliate that the clips fell from the jaws of the device. There was no patient consequence.